Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Additional PMA/510(k) number: k943604. Device not returned.

Event description:
It was reported that during implant placement the implant fixture mount was unable to disengage from the implant (1989). Implant was removed and another implant was placed instead. Tooth location 15.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 0 mm (1989) was returned for investigation. Visual inspection of the as returned product identified minimal signs of wear about the implant threads, mount, and tines. No pre-existing conditions were noted on the per. The reported product was located on tooth # 15 (universal) and was removed the same day. The reported event could not be recreated when the returned product was functionally tested. The mount was able to disengage with little effort using normal hand tools. DHR review was completed for the subject lot number 2019060326. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019060326) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (stuck components) or product (1989). Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed. The following sections have been updated: g7: checked "follow-up."